Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the endowrist one vessel sealer for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. However, based upon a review of the video of the reported event, it appears as though the surgeon did not follow proper IFU guidelines for sealing and cutting with the endowrist one vessel sealer instrument which is indicative of user-error. A follow-up MDR will be submitted if the instrument is returned, or if additional information becomes available. The specific date of the da vinci-assisted colorectal procedure is unclear at this time. However, based on the surgeon's da vinci procedure history and the alleged inadequate seal of an ileocolic artery, the likely case involved with this complaint was a da vinci-assisted right hemicolectomy procedure that he performed on (B)(6) 2015. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that the endowrist one vessel sealer instrument was used for approximately 24 minutes. During the surgical procedure, a single system error code 32003 occurred which signifies that the endowrist one vessel sealer instrument was not able to drive the cutting blade across the full range of travel during a cut command. The system error code 32003 can occur as a result of a dirty instrument or if the surgeon is attempting to cut very thick and/or unsealed tissue. Multiple successful seals and cuts were performed with the endowrist one vessel sealer instrument before and after the system error 32003 code appeared. Based on the information provided this complaint is being reported due to the following conclusion: during a da vinci surgical procedure, the surgeon claimed that the endowrist one vessel sealer instrument failed to adequately seal a vessel which required repair via open surgery. However, the intra-operative complication can be attributed to use-error since the event occurred while the surgeon was using the instrument against the instrument IFU.

Event description:
It was reported that during an unspecified da vinci-assisted colorectal procedure, an endowrist one vessel sealer instrumented failed to seal and the surgical procedure was converted to open surgery. On (B)(6) 2015, intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: per the surgeon, the reported event occurred during a da vinci-assisted colorectal surgical procedure he performed in (B)(6) 2015. While sealing an ileocolic artery, the surgeon stated that he burnt the vessel once. When he attempted to seal the vessel a second time with the endowrist one vessel sealer instrument, he noticed that the vessel ripped and the mesentery fell off. The surgeon indicated that he saw blood jetting out. Since the surgeon could not find the exact source of the bleeding he made the decision to convert to an open procedure in order to control the bleeding. Once the surgeon found the source, he repaired the vessel with sutures. The surgeon stated that he heard the audible beeps indicating that the sealing cycle was complete while sealing with the endowrist one vessel sealer instrument. According to the surgeon, there were no error messages on the erbe generator. The surgeon completed the planned colorectal procedure via open surgery. Per the surgeon, the patient did not require any blood transfusions. Also, the patient did not experience any post-operative complications. An isi clinical development engineer (cde) was able to review a video of the reported event. Per the cde, when the event occurred the surgeon had grasped a big tissue bundle with the endowrist one vessel sealer instrument. After sealing, the surgeon transected the ileocolic artery and it was observed that the vessel immediately sprung back to a neutral position. Per the cde assessment, this was indicative that high tension had been placed on the vessel during sealing. The instructions for use (IFU) of the endowrist one vessel sealer instrument state: note: do not cut thick tissue bundles larger than the instrument's indications for use, as tissue transection may be compromised. In addition, the IFU also states, warning: eliminate tension on the tissue while sealing and cutting, as the seal may be compromised.